Event description:
A malfunction alarm identified as "malf 12" was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in the reset process, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue arises again.